Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) toned due to an unsuccessful alert transmission. The device was interrogated and the right atrial (ra) lead exhibited undersensing. The lead and monitor remain in use. No patient complications have been reported as a result of this event.